Event description:
It was reported that the lead exhibited noise, and a fracture was suspected. The patient complained of an 'electrical feeling near the nipple.' The lead was explanted and replaced. During the replacement procedure, the new lead was connected to the current device, and the device would not pace. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted, and the outer insulation exhibited cosmetic environmental stress cracking. Blood was found in/on the helix/lobe mechanism, and the lead exhibited apparent explant damage.